Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had developed a power issue ¿ unit powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began around (B)(6) 2016 and has been ongoing since. The patient manages her diabetes with insulin (self-adjuster) including novolog insulin pen and sliding scale based on her blood glucose readings. She stated that she took her usual dose including sliding scale as a result of the alleged product issue. The patient reported that immediately after the alleged product issue began she developed the symptoms of dizzy, disorientated and weakness in her legs. The patient stated that she has attended hospital several times as a result of being unable to monitor her blood glucose readings and required IV insulin from a healthcare professional (hcp). At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Based on the information provided, there was no misuse of the product and the meter battery did not need replaced. The cca noted that when the patient was educated on the auto-shutoff function the issue remained unresolved. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a hcp after the alleged device issue occurred.